Event description:
The mayfield transitional member (a2101) was too loose in the handle. When the customer tried to adjust the transitional member it moved during the time when the pt was already fixed in the system. ¿he had not fixed the handle during the process.¿ as a result of this malfunction, there was a surgical delay of 20 minutes. There was no report that the pt incurred an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.